Event description:
The procedure began with access through the right groin, around the horn to a lesion in the distal sfa (off label use). Another co's sheath and another co's guide wire were used in the procedure. The absolute self-expanding stent was positioned. The device was unlocked, but the wheel would not turn. The device was then relocked in order to remove the device. The sheath was pulled back; however, distal to the sheath, the stent was observed to be partially deployed. The sheath was pulled back into the right common iliac and upon trying to remove the device, the stent became completely released in the right iliac. An opaque marker was seen in the sheath, and upon removal of the sheath, the tip of the device was separated, as well as the inner portion of the catheter. All parts were removed in the sheath. An attempt was made to snare the stent in the iliac; however, it separated and several pieces were removed, but some of the stent remained inside of the pt. The pt was then taken to surgery and reportedly did well. No additional info was available.